Event description:
Attorney reported. The patient suffered injury and damage associated with her use of defective products, a bard composix hernia patch. As a result of having the patch implanted in her, patient suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.